Event description:
Medwatch rec'd from biomed stating "the clip applier will not release clip smoothly when clip is applied. The clip when released falls off of what it was applied to (over 50% of time). If the clip does hold onto what it was clipped to it is very difficult to free clip from applicator end. The "scoop" portion of applier catches on clip. Forces surgeon to "wiggle" clip & potentially tear tissue." There was no consequence to the pt. Rep notified to f/u. 9/25/98 the rep reported the device was used in a laparoscopic cholecystectomy. It was reported the clip hung upon the tissue. The rep stated the incident could have been prevented by correctly removing the device once it had been fired. The surgeon was inserviced on the device previously, he prefers a clip applier from ussc.